Event description:
Thrombophlebitis [thrombophlebitis]. Pulmonary embolism [pulmonary embolism]. Knee pain [arthralgia]. Case description: spontaneous report received on 30-jan-2009, from a physician regarding a female patient, initials unspecified. The patient's medical history was significant for patellar disorder (unspecified) after she had re-started playing sports. In 2008, the patient received the first injection of synvisc into the knee. After the injection, on an unspecified date, the patient experienced moderate pain localized on the treated knee with extension to her calf. The calf was smooth without edema or effusion. Two weeks later, the patient received the second injection of synvisc, before which the patient was arranged to visit an angiologist. On an unspecified date, the patient was diagnosed with pulmonary embolism secondary to thrombophlebitis and she was hospitalized. At the time of this report, the patient had recovered however, she is still under treatment with previscan (fluidione). The third synvisc injection was not performed. The physician did not provide the assessment of the relationship between the adverse events and synvisc. Manufacturer's comment: synvisc was used for an unapproved indication.

Manufacturer narrative:
Evaluation summary. The lot number was not provided and batch record review was not possible.